Event description:
It was reported that signal loss over one hour occurred. Data was received for evaluation. However, the alleged product is not present within the investigation window. The allegation and a probable cause could not be determined. No injury or medical intervention was reported

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
B5: describe event or problem ¿ supp correction. G3: date received by manufacturer. G6: report type ¿ updated/follow-up . H2: correction. H6: event problem and evaluation codes - correction. H10: corrected data.

Event description:
Subsequent to the initial MDR, a correction is required.